Manufacturer narrative:
Concomitant medical product(s): product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient requested two different pulse widths to help cover their pain. The health care professional tried to set this up as a1 and a2 programs but was unable to as the programmer was automatically making them the same pulse width. They went zero the ma to move out of a2 and make a b1 program. Then the ma just suddenly started increasing, but the left sided 0.0 button was greyed out and could not use this to stop the current. It was not possible to switch off the amplitude. The patient received a bad shock. The patient fell to the floor and once the current had reached approximately 20, they could use the 0.0 button to zero the current. No further complications were reported or anticipated.